Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was hospitalized for increased seizures after having been seizure free for 4 months. The patient was referred to their managing physician to have their device checked. Clinic notes were received confirming patient was hospitalized for status, medication was added, and a battery replacement referral was made. It was later reported that the physician does not know the cause of the increase in seizures or what the seizure level is relative to vns baseline. The physician reports that intervention was taken; medication and br referral. Additional clinic notes were received indicating that the patient went into status epilepticus again and medication was given with a battery replacement needed. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Further information was received from the provider indicating that the cause of the increased seizures is due to low battery and the seizure levels are at pre vns baseline levels. Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.